Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving fentanyl, bupivacaine, and morphine via an implantable pump for unknown in dications for use. It was reported that the patient's pump has always moved around a lot and there has been issues with filling the pump at refills intermittently as well. Agent redirected them to their healthcare provider to address. Refer to (B)(4) for report of ptm issue.